Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change prior to damage) issue. The reporter alleged the audio bolus button was under responsive. The audio bolus button cover was torn/punctured. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: during investigation, the audio bolus button cover was damaged/punctured but was responsive to user input. Unrelated to the original complaint, the display was dim and pink. Additionally, the pump was cracked between the case seal and the keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).